Manufacturer narrative:
Qc results were not provided. No other results or assays were questioned at the time of this event. The specimens were collected in lithium heparin tubes and centrifuged at 3,300 rpm for 10 minutes. Per customer, the sample appeared clear. The customer declined service stating they did not believe this was an instrument issue. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result from a single patient sample that was generated by the unicel dxl 800 access instrument. An ER patient sample was tested for accu tnl and a result of 1.71ng/ml was obtained. The accu tnl result was reported out of the lab. On the same day, a fresh sample was collected from the patient and tested for accu tnl; the result was 0.03ng/ml. The customer then re-tested the original sample for accu tnl and the repeated result was "<0.03ng/ml". The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.